Event description:
Information received from the article: antoine khalil, et al. Systemic arterial embolization in patients with hemoptysis: initial experience with ethylene vinyl alcohol copolymer in 15 cases. Ajr 2010; 194:w104-w110. Doi:10.2214/ajr.09.2379. This is a web exclusive article. The following report was received by medtronic (covidien) through review of literature. There was report of dmso (dimethyl-sulfoxide) causing chest pain and headache in three patients. They further prepared patients by administering 2 mg of morphine ic 2-5 minutes before the injection of dmso. Progression of the liquid copolymer was satisfactory in all but two patients (patients 3 and 7) in whom proximal occlusion of the systemic arteries occurred. Both patients had been treated with microspheres before administration of the ethylene vinyl alcohol copolymer.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/20028880. The device was not returned for analysis as it was consumed in the event; therefore the complaint cause could not be determined. In addition, the lot history record review was not possible since the lot number was not reported. (B)(4).